Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2019-13467. It was reported that during the patient¿s routine programming the patient experienced increased pain in their right leg. An impedance check was performed and high impedance levels were found. An x-ray was performed and determined the leads did not migrate. Surgical intervention may take place to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 2 of 2. Related manufacturer reference number :1627487-2019-13467. Follow up information identified the physician explanted the patient¿s two leads and replaced them with two new leads. When placed one vertebral body higher, impedances were resolved and effective stimulation was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.